Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient was having to recharge more frequently (from every 2 weeks to every other day). The patient had recently increased parameters due to feeling an increase in pain. The patient was not in too much pain now but still can't stand for long periods of time. It was reviewed with the patient that an increase in parameters would decrease the amount of time before needing to charge the ins. No further complications were reported. Additional information was received from the manufacturing representative (rep). The rep reported that the patient claims they are charging too often; every day. They stated that the patient used to charge every couple of weeks. The rep noted that the patient has been on 1000hz and 90us the entire time. They also read from the clinician programmer that the patient was using group a 100% of the time and using stimulation 18% of the time. The rep provided the following recharge information from the clinician programmer: two sessions in the office on 1/30, 1/29 duration 0 hours percent at end of session 75%, 1/29 0 hours percent at end of session 50%, 1/29 0 hours percent at end of session 50%, 1/28 3.3 hours percent at end of session 75%. The therapy parameters are 11+ 12- 1000hz 2.8v. The rep ran impedances, and they ranged between 800-1200 ohms. The patient also claimed that they have not been able to charge the ins up to 100% since 2017. The rep confirmed that there was no damage to the recharger antenna. They were going to have the patient charge their ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they saw the patient and determined that they were using a high-density program that was making them charge almost every day. The rep gave the patient a new program that wasn¿t high-density, and the patent confirmed that their recharging frequency was much better. No further complications were reported or anticipated.